Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose (bg) was 396 mg/dl. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was a value displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address their bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Additional information added to b1, b2, b5 and h6 codes.